Manufacturer narrative:
The product has been investigated in the laboratory of the manufacturer with the following results: during testing of the product for tightness a fluid leak at the de-aeration membrane of the device was detected. The event report of complaint #(B)(4) was not describing this issue. The data is also being handled through a designated maquet trending process. If a trend occurs, it will be escalated to quality assurance management for review and determination of applicable investigation. Due to this no further action will be completed at this time.

Event description:
Investigation results from eval of complaint (B)(4) (8010762-2015-00278). The product was investigated in the laboratory of the MFR with the following results: during testing of the product for rightness, fluid leakage at the de-aeration membrane of the device was detected. (B)(4).